Event description:
There was a driver bare metal stent implanted in the lad. Within the following year the patient underwent a revascularization of the lad vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.